Event description:
It was reported to gore that the patient underwent laparoscopic umbilical hernia repair on (B)(6) 2017 whereby a gore® synecor® intraperitoneal biomaterial was implanted. The complaint alleges that on (B)(6) 2024, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: recurrent bowel obstructions, adhesions, pain. Additional event specific information was not provided.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: on (B)(6) 2017: (B)(6), md. Office visit. Chief complaint [cc]: ¿evaluate umbilical hernia, previous repair 9 yra [sic] ago.¿ diagnosis: ¿ventral hernia without obstruction or gangrene (primary).¿ ¿(B)(6) is a 51 y.o. [Year old] (dob [date of birth] (B)(6) 1965) male referred by dr. (B)(6). He has had increasing pain at a recurrent umbilical hernia. He initially has a hernia repaired in 1998 by dr. (B)(6). Mesh was a likely not used. He has had a known recurrence that started off small and has gradually enlarged. He had a recent screening colonoscopy and has had increasing pain at the hernia site since then. He is able to reduce it with some pain. He denies any other abdominal surgery. He denies any obstructive symptoms. He works at the hospital in a security capacity.¿ impression: ¿recurrent umbilical/ventral abdominal wall hernia.¿ plan: ¿patient is an excellent candidate for a laparoscopic ventral hernia repair with mesh. I explained the procedure to him including the risks of bleeding, infection and recurrent hernia. We also discussed that he would likely need several weeks postop to recover. He wanted to do this over his previously planned vacation time in (B)(6) 2017. Therefore, surgery will be scheduled for (B)(6) 2017. Risks, benefits, and alternatives of the medications and treatment plan prescribed today were discussed, and patient expressed understanding. No follow-up on file. Plan follow-up as discussed or as needed if any worsening symptoms or change in condition .¿ implant preoperative complaints: on (B)(6) 2017: (B)(6) md. H&p [history & physical]. ¿(B)(6) is a 51 y.o. (Dob (B)(6) 1965) male referred by dr. (B)(6). He has had increasing pain at a recurrent umbilical hernia. He initially has a hernia repaired in 1998 by dr. (B)(6). Mesh was a likely not used. He has had a known recurrence that started off small and has gradually enlarged. He had a recent screening colonoscopy and has had increasing pain at the hernia site since then. He is able to reduce it with some pain. He denies any other abdominal surgery. He denies any obstructive symptoms. He works at the hospital in a security capacity.¿ ¿abdomen: soft, normal bowel sounds, nontender and moderate sized reducible umbilical hernia, obesity.¿ impression: ¿recurrent umbilical/ventral abdominal wall hernia.¿ plan: ¿patient is an excellent candidate for a laparoscopic ventral hernia repair with mesh. I explained the procedure to him including the risks of bleeding, infection and recurrent hernia. We also discussed that he would likely need several weeks postop to recover. He wanted to do this over his previously planned vacation time in (B)(6) 2017 . Therefore, surgery will be scheduled for (B)(6) 2017. Risks, benefits, and alternatives of the medications and treatment plan prescribed today were discussed, and patient expressed understanding. No follow-up on file. Plan follow-up as discussed or as needed if any worsening symptoms or change in condition .¿ implant procedure: hernia ventral laparoscopic w [with] mesh. [Implant: gore® synecor intraperitoneal biomaterial; gkfv1520/(B)(6); 15cm x 20cm.] Implant date: (B)(6) 2017 [same day surgery]. On (B)(6) 2017: (B)(6) md. Operative report. Preoperative diagnosis: recurrent umbilical hernia. Postoperative diagnosis: recurrent umbilical hernia. Anesthesia: general. Estimated blood loss: minimal. Specimens: none. Wound classification: not provided. Findings: ¿swiss cheese type hernia defect at the umbilicus containing incarcerated fat.¿ procedure: ¿patient was taken to the operating room in supine position. After adequate general anesthesia was obtained, the abdomen was prepped and draped sterilely and a timeout was taken. A small transverse epigastric incision was made. Dissection was carried down through subcutaneous tissue bluntly. The fascia was incised and the hassan trocar was inserted. Pneumoperitoneum was achieved. Next, two 5 mm left mid abdominal ports were placed under direct visualization. Incarcerated fat at the umbilical hernia defect was removed and adhesions to the hernia sac were excised with laparoscopic scissors. Transverse colon was adhered to the epigastrium at the base of the falciform. This was carefully taken down with scissors. No cautery was used near the bowel. Once all adhesions had been taken down. Several hernia defects were noted measuring about 4 cm in total diameter. The falciform ligament was then taken down from the anterior abdominal wall with the harmonic scalpel in order to make room for mesh placement. A 15 x 20 cm gore synecore mesh was then brought onto the field. It was inserted into the abdomen through the hassan trocar. It was centered over the hernia defect with a 0 vicryl suture. Two trans-fascial sutures of 0 vicryl werel [sic] placed at the 3:00 and 9:00 position respectively. The long axis of the mesh was oriented in a north and south direction. The mesh was secured to the abdominal wall with circumferential sorbafix tacks and an inner crown of tacks were placed around the hernia defect. A right mid abdominal 5 mm port was placed to facilitate tacking of the mesh. There was excellent coverage of the hernia defect with mesh. Hemostasis was excellent. At this point, pneumoperitoneum was released and trochars were removed. The hassan trocar site was closed at the fascial level with 0 vicryl sutures. Skin incisions were closed with 4-0 subcuticular monocryl and dressed with dermabond. 30 cc of local was injected. Patient tolerated the procedure well and was transferred to recovery in excellent condition .¿ on (B)(6) 2017: (B)(6) health. Implant record. ¿mesh hernia synecor 15x20cm (gkfv1520)¿. Site: ¿abdomen.¿ cat #: ¿gkfv1520.¿ lot #: ¿15408374.¿ size: 15cm x 20cm. Manufacturer: ¿w l gore and assoc .¿ pathology: not provided. Relevant medical information: on (B)(6) 2017: (B)(6) lpn. Clinical note. ¿mr. (B)(6) is calling today after his ventral hernia surgery yesterday with dr. (B)(6). He states that his pain is worse on the right side and this has him concerned. I advised him that the pain is to be expected. He is taking his hydrocodone 5-325 every 6 hours with little relief. L advised him to take ibuprofen in between his pain medication to try and get some relief and to apply ice to the area with a skin barrier on it periodically through out the day. He verbalized understanding .¿ on (B)(6) 2017: (B)(6) lpn. Clinical note. ¿pt called to inform when took shower wife noticed a small knot at umbilicus. Incision. Reports no drainage, swelling, redness. Instructed pt to observe of any redness, swelling, and drainage or increase in size. Pt has post op [post operative] ov [office visit] (B)(6) 2017. Informed pt the need of follow up ov. Pt voiced understanding .¿ on (B)(6) 2017: (B)(6) md. Office note. ¿mr. (B)(6) is here on 12 day follow-up status post laparoscopic repair of a recurrent ventral hernia. He rates his pain as a 4. It is mostly located at the left transfascial suture site. The pain is in a little bit difficult [sic]. He denies any nausea or vomiting and his bowels are functioning normally. On exam, his incisions are healing very nicely without signs of infection. His abdomen is soft and nontender. I reassured him that his pain is normal at this point. He will return to light duty for a couple weeks. I will follow with him in the office in 2 weeks and we will decide on returning to regular duty .¿ on (B)(6) 2017: (B)(6) md. Office note. ¿mr. (B)(6) is now 4 weeks status post laparoscopic ventral hernia repair with mesh. He still describes a little tenderness in his right lateral abdomen as well as left lower quadrant. He describes his pain as a 6 out of 10. He is not taking any pain medication. He is otherwise getting around okay. On exam, incisions are healing nicely. No evidence of recurrent hernia. The areas he indicates are slightly tender. There is no bulge. There are no peritoneal signs. He will continue on light duty for a couple weeks. I will follow-up with him in 2 weeks and if he is still having any symptoms may go for follow-up CT scan. I believe he is healing fairly typically, though .¿ on (B)(6) 2017: (B)(6) md. Office note. ¿mr. (B)(6) is now a week status post laparoscopic ventral hernia repair with mesh. He still has some occasional right lower quadrant pain, but describes his pain now is a zero out of 10. He has been on light duty at work for a couple weeks. He wants to return to full duty on exam, the incisions are all healing very nicely without any sign of infection. His abdomen is soft and nontender. There is no evidence of recurrent hernia. He may return to work full duty and follow-up with me as needed .¿ on (B)(6) 2018: (B)(6) md. Emergency department note. ¿patient seen and received a screening examination in triage. On examination patient afebrile, heart: regular rhythm, chest: lungs are clear, patient has grossly normal motor examination. Appropriate orders have been initiated based on my screening exam and patient will receive further evaluation in the main emergency department. Patient reports vomiting, diarrhea, right lower abdominal pain and fever up to 101.8. States he went to his pcp [primary care physician] and was given antiemetic and tylenol and sent for further evaluation to ER [emergency room]. States he tested (-) [negative] for flu at pcp.¿ cc [chief complaint]: ¿abdominal pain: rlq [right lower quadrant] started today, n/v/d [nausea/vomiting/diarrhea], dizziness, fever. 53-year-old male with history of diabetes, hyperlipidemia assess today with abdominal cramps, diarrhea, vomiting. States acutely started this morning with nausea, multiple episodes of vomiting nonbilious emesis followed by diarrhea. States has abdominal cramps initially right lower quadrant murmur now upper quadrant. States has had a fever at home as well. States he used some tylenol for relief. Denies any dysuria, hematuria, bloody urine, hematemesis, bloody stools, recent travel outside the country. States was on antibiotics roughly 2 weeks prior to arrival. States recalls eating mexican food yesterday which may have upset his stomach.¿ ros [review of systems]: ¿gastrointestinal: positive for abdominal pain, diarrhea, nausea and vomiting.¿ pe [physical exam]: ¿abdominal: soft. There is mild tenderness in the right upper quadrant, epigastric area and left upper quadrant. Abdomen not distended.¿ ¿diagnosis management comments: patient presented today with acute onset of abdominal cramps with associated vomiting and diarrhea. Instruments [sic] some upper abdominal tenderness however according to him it moves around. He was noted to be febrile prior to arrival and tachycardic. She [sic] has mild ieukocytosis her [sic] CT does not show any evidence of acute intra-abdominal pathology, no evidence of cholecystitis, appendicitis, colitis, diverticulitis, intra-abdominal abscess. It is noted to have evidence of mild enteritis which is consistent with the symptoms. Patient able to tolerate by mouth, tachycardia improved with IV fluids, will discharge patient home. Advised to return for worsening diarrhea, bloody stools, fevers, abdominal pain, hematemesis or any new symptoms.¿ ¿patient progress: improved.¿ ¿ed disposition: discharge .¿ on (B)(6) 2018: (B)(6) md. CT abdomen pelvis with IV contrast. Indication: ¿abdominal pain.¿ impression: ¿findings in the small bowel may represent a mild enteritis. Otherwise no acute findings in the abdomen or pelvis .¿ on (B)(6) 2021: (B)(6) md. CT abdomen pelvis with IV contrast. Indication: ¿epigastric pain.¿ abdomen: ¿rectus diastasis noted. Small fat-containing periumbilical and supraumbilical hernias are noted.¿ impression: ¿1. Bilateral lower lobe pulmonary artery emboli, age indeterminate. No disproportionate right heart enlargement. 2. No acute findings within the abdomen and pelvis .¿ on (B)(6) 2023: (B)(6). Hospitalization. On (B)(6) 2023: (B)(6) md. Signed attestation. ¿chief concern: sbo (small bowel obstruction). The patient was independently seen and examined by myself, I discussed the case with (B)(6) np and agree with their findings as noted below. (B)(6) is a 57 y.o. Male with medical history most significant for abdominal pain with small bowel obstruction.¿ pe: ¿gastrointestinal: soft, nontender, nondistended, no organomegaly, normoactive bowel sounds, no rebound no guarding.¿ a&p [assessment and plan]: ¿principal problem: sbo (small bowel obstruction).¿ ¿patient will be admitted and placed on bowel rest. Give IV fluids and monitor. If symptoms worsen we will consult surgery .¿ on (B)(6) 2023: (B)(6) np. H&p. History: ¿mr. (B)(6) is a very pleasant 57-year-old male who presented to the emergency department with complaints of diffuse abdominal discomfort with associated nausea and vomiting. Lab work in the emergency department was stable and essentially unremarkable. A CT abdomen pelvis was completed that showed a partial small bowel obstruction versus ileus. Medicine team was asked to admit the patient for further work-up and treatment. EKG showed normal sinus rhythm. On assessment the patient is seen sitting upright in bed. He is alert, answering questions appropriately and in no distress. He currently denies chest pain or shortness of breath. He reports he feels ¿a little better¿ since arriving to the hospital. He reports ongoing generalized abdominal discomfort and cramping with intermittent nausea. He states overall his nausea has significantly improved and he has not had any more vomiting. He does report passing gas today and states that he actually had a bowel movement that appeared normal this morning. He denies fever or chills. Denies other complaints or concerns. He is being admitted for further work-up and treatment. He also reports a previous hernia pair with mesh several years prior with dr. (B)(6). He denies other abdominal surgeries.¿ ros: ¿gastrointestinal: positive for abdominal pain, nausea and vomiting. Negative for constipation and diarrhea.¿ pe: ¿abdominal: general: abdomen is flat. Bowel sounds are decreased. There is no distension. Palpations: abdomen is soft. Tenderness: there is no abdominal tenderness .¿ on (B)(6) 2023: (B)(6), pa-c. Ed provider note. Hpi [history of present illness]: ¿patient is a 57-year-old male who presents today with complaints of abdominal pain. Patient states that pain started yesterday in the right upper quadrant but has since expanded throughout the abdomen. Patient indicates nausea with no vomiting since the pain started and does indicate bowel movement this morning which was not black or tarry looking and was formed stool. Patient indicates previous hernia surgery but no other intra-abdominal surgeries in the past.¿ ros: ¿abdominal pain, nominal distention, nausea.¿ pe: ¿patient conscious alert and oriented appearing in pain. Heart regular rate and rhythm without murmur rubs or gallops. Lungs clear and equal bilaterally without signs of respiratory distress. Abdomen distended with pain on palpation right upper quadrant mainly and mild tenderness in other 3 quadrants. Skin normal color turgor and temperature. No obvious focal neurologic deficits .¿ on (B)(6) 2023: (B)(6), pa-c. CT abdomen and pelvis with IV contrast. Impression: ¿partial small bowel obstruction versus ileus, as suggested by mildly dilated loops of proximal small bowel without a discrete transition point .¿ on (B)(6) 2023: (B)(6), np. Discharge summary. Indication for admission: ¿sbo.¿ hospital course: ¿medical history of hypertension, hyperlipidemia, diabetes. Mr. (B)(6) is a very pleasant 57-year-old male who presented to the emergency department with complaints of diffuse abdominal discomfort with associated nausea and vomiting. Lab work in the emergency department was stable and essentially unremarkable. A CT abdomen pelvis was completed that showed a partial small bowel obstruction versus ileus. Medicine team was asked to admit the patient for further work-up and treatment. Of note, patient was recently started on glp-1 rybelsus which was discontinued. He was treated with IV fluids as well as as [sic] needed antiemetics and pain medicine. He clinically improved quickly. His diet was advanced to clear liquids which he tolerated well. On assessment today the patient is seen sitting upright in chair in room. He is alert, answering questions appropriately and in no distress. He reports that he feels ¿much better¿ today. He reports minimal to no abdominal discomfort and states that his nausea and vomiting has completely resolved. He is requesting his diet to be advanced in [sic] to be discharged this evening. He was educated on staying in the hospital and not discharging if he has any worsening symptoms. Labs and vitals have remained stable. Patient verbalized understanding of need for close outpatient follow-up with pcp as well as returning to the emergency department for any new or worsening symptoms or concerns. Discharge is conditional on patient tolerating a gi [gastrointestinal] soft diet with no significant abdominal pain, nausea, vomiting.¿ pe: ¿abdominal: general: abdomen is flat. Bowel sounds are normal. There is no distension. Palpations: abdomen is soft. Tenderness: there is no abdominal tenderness.¿ discharge instructions: ¿follow-up with your pcp within 1 week. Return to the emergency department for any new or worsening symptoms or concerns .¿ on (B)(6) 2023: (B)(6). Hospitalization. On (B)(6) 2023: (B)(6), do. Emergency department provider note. ¿patient presents with complaints of". A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® synecor® intraperitoneal biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. It should be noted that the gore® synecor® intraperitoneal biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated type of investigation. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® synecor intraperitoneal biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, pain, exposure (extrusion), bowel obstruction and recurrence. As with any surgical procedure, there are always risks of complications for surgical repair of hernias, with or without mesh, these may include but are not limited to, infection, inflammation, adhesion, fistula formation, seroma formation, perforation, wound dehiscence, wound complications, pain, bowel obstruction, ileus, revision/resurgery, device contraction, fever, hernia recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.